Event description:
It was reported that "we reamed 1.5 mm over size of the nail and went to introduce the nail, nail would not advance, went to extract the nail, and the thread on the extraction rod sheared off and the threads on the strikeplate also sheared off into the nail adaptor handle. Were able to get it out by banging on the nail adaptor with a mallet."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.